Event description:
During robotic hysterectomy, after incision was made and trocars were already inside the patient, the image on the robotic camera head was completely hazy and the physician was unable to distinguish detail of the anatomy. The physician removed the trocars from the patient, staff undraped the camera head and camera cord and attempted to connect a new camera head. The new camera would not connect properly to the light cord therefore the light source and camera picture on the monitor were both not working. The manufacturer was contacted to trouble shoot the problem which was determined to be the power cord to the light source. A decision was made to reschedule to procedure. There was no known injury to the patient.